Event description:
It was reported that during a total gastrectomy procedure, the jaws were stuck while sealing a tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. Upon visual inspection it was noted that there was tissue stuck in the jaws. The tissue was removed to perform the functional testing. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device.